Manufacturer narrative:
Additional, changed, and/or corrected data: d2a, d2b.

Event description:
Healthcare professional reported right side "prosthesis are found ruptured, with free silicone and abundant periprosthetic inflammatory exudation¿. Device was explanted and replaced. Partial capsulectomy was performed. Manufacturer of the device is unknown.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "periprosthetic inflammatory exudation."

Event description:
Healthcare professional reported right side "prosthesis are found ruptured, with free silicone and abundant periprosthetic inflammatory exudation¿. Device was explanted and replaced. Partial capsulectomy was performed. Manufacturer of the device is unknown.